Event description:
Fifteen coils were used in an aneurysm coiling procedure. Post procedure, it was reported that the physician observed a metallic artifact near the aneurysm on MRI images. No pt injury reported.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as they were implanted in the pt. Additional models and lot numbers involved: model # x-12-23-t10-tc, lot # 2252193, date manufacture 12/7/2006, expiration date 12/1/2009; x-10-30-t10-mc, 5389705, 3/20/2008, 3/1/2013; x-10-20-t10-mc, 2123548, (2) each, 10/9/2006, 10/1/2009; x-3-4-t10-hss, 1962290, 8/11/2006, 8/1/2009; n-10-20-t10-tc, 1920300, 7/24/2006, 7/1/2009; x-10-20-t10-tc, 1488175, 11/29/2005, 12/1/2008; n-10-20-t10-tc, 2342349, 1/11/2007, 6/1/2008; x-10-20-t10-mc, 4758773, 12/18/2007, 10/1/2009; x-6-20-t10-mc, 5425364, 3/26/2008, 3/1/2013; x-4-10-t10-hss, 2290322, 12/21/2006, 12/1/2009; x-2-4-t10-hss, 5241944, 3/1/2008, 3/1/2013; x-2-2-t10-hss, 3856576, 9/15/2007, 9/1/2010; x-2-2-t10-hss, 5267673, 3/4/2008, 1/1/2012.